Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. Access was obtained through the right femoral artery. An 8mm long, 2.5mm wide, 75-80% stenosed target lesion was located in the ostial posterior descending artery (pda). A 50-60% stenosed, eccentric, 12-15mm long, 2.5mm wide target lesion with a 90% bend was located in the moderately tortuous and moderately calcified mid right coronary artery (rca). The lesions in the pda and rca were predilated with a 2.5x8mm apex balloon inflated to 12atms. Next a 12x2.5mm taxus liberte stent delivery system (sds) was advanced but could not cross the mid rca. An additional non-bsc guidewire was used for support, however the taxus liberte sds did not cross. After exchanging guide catheters, the wires and taxus liberte sds were advanced but the sds did not cross the lesion. After three attempts to reach the target lesion, the physician observed that the stent had dislodged from the delivery device. There was a slight "shadow" in the rca but the physician was unable to confirm the location of the stent. The physician proceeded with the procedure and advanced a 2.5x12mm promus stent delivery system (sds) to the distal rca and deployed the stent at 12atms. The promus delivery balloon was inflated in the mid rca where they suspected the taxus stent dislodged. The patient went into severe bradycardia and was given 1 gram of atropine. The patient's heart rate dropped to 20. A temporary pacemaker was implanted and the patient's heart rate increased. Next, a 2.5x15mm promus sds was advanced and the stent was deployed in the mid rca. The physician tried to locate the dislodged taxus stent but was unsuccessful. No additional patient complications were reported. Post procedure, the patient's status is fine and they have been discharged on plavix.

Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).